Event description:
The customer stated that they received an erroneous result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. The sample initially resulted with an na value of 154.4 mmol/l and this value was reported outside of the laboratory. The sample was repeated, resulting as 143.4 mmol/l. The sample was also repeated on a second analyzer, resulting as 144.1 mmol/l. The customer believed the repeat results to be correct. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer was unable to reproduce the issue. He checked alignments of the sipper and vacuum nozzles. He checked tubing for leaks and kinks; no kinks were detected. He calibrated the system and had the customer run controls and linearity material. All results were within specifications. He replaced all electrodes and repeated calibration. The customer repeated controls and these were within range. No further issues were seen after these service actions. Calibration was successful prior to and after the event. The provided quality control data was within acceptable ranges. Upon review of the alarm trace, abnormal sample probe aspiration alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.